Event description:
It was reported the patient was implanted on (B)(6) 2014, the patient experienced a seizure and was taken to the hospital. Follow up information identified the stimulation was on when the patient experienced the seizure. The patient was admitted and hospitalized for two nights and was discharged on anti-seizure medication. The patient is doing well and the neurosurgeon believes there is no relationship between the seizure activity and the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.